Manufacturer narrative:
A visual analysis of the device found the stent was calcified and has evidence of calcification on its working length.   The evaluation concluded that the most probable root cause for this event is related to the anatomical and procedural factors that most likely limited the integrity of the device. It is possible that the stent calcification may have been generated because the device remained in the patient's body for a certain length of time. The most probable cause is considered operational context.   A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a polaris¿ ultra ureteral stent that was implanted in the kidneys on (B)(6) 2015 was removed during a stent replacement procedure performed on (B)(6) 23, 2015. According to the complainant, during the procedure on (B)(6) 2015, the stent was severely encrusted and have large stones on it. The device was removed from the patient with a grasper and the procedure was completed with another polaris¿ ultra ureteral stent. Reportedly, the patient was pregnant and was taking ¿prenatal vitamins¿ that could possibly cause or contribute to the encrustation. Furthermore, it was also reported that the patient had large stones on the kidney, ureter, and bladder. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿fine.¿

Manufacturer narrative:
Reported event of stent calcified. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a polaris¿ ultra ureteral stent that was implanted in the kidneys on (B)(6) 2015 was removed during a stent replacement procedure performed on (B)(6) 2015. According to the complainant, during the procedure on (B)(6) 2015, the stent was severely encrusted and have large stones on it. The device was removed from the patient with a grasper and the procedure was completed with another polaris¿ ultra ureteral stent. Reportedly, the patient was pregnant and was taking ¿prenatal vitamins¿ that could possibly cause or contribute to the encrustation. Furthermore, it was also reported that the patient had large stones on the kidney, ureter, and bladder. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿fine.¿